Manufacturer narrative:
The device and guide wire were discarded by the facility; therefore, an analysis of the actual complaint devices is not possible. The device history record for this oad lot number and the material inspection report for the guide wire lot number have been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a perforation occurred. The target lesion was located in the peroneal artery. The physician advanced a csi viperwire flextip guide wire across the lesion and loaded a csi orbital atherectomy device (oad) onto it. An unknown number of runs were completed, but post-atherectomy angiography revealed that the guide wire appeared to have a winding appearance. The oad and guide wire were successfully removed from the patient and the physician then performed balloon angioplasty. Post-angioplasty angiography revealed a perforation. No additional intervention was performed to resolve the perforation. It could not be determined whether or not the csi guide wire or oad contributed to the perforation. Additional information was requested, but was denied by the facility.